Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2016-06079 and 1627487-2016-06082. Note. All known patient leads are being reported, since it is unknown which leads were explanted. It was reported the patient's pns (off-label use) leads eroded through the patient's skin. As a result, the patient's system was explanted.